Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call of high blood glucose readings from the insulin pump. The customer's daughter stated that she tested her mother's blood glucose before lunch, and it read 600+ mg/dl. The customer's daughter stated that her mother drank some orange juice. The daughter stated that she gave the insulin because the meter would not send over the blood glucose to the pump because it was too high. The customer declined to troubleshoot for high blood glucose readings because she wanted to change her site to a different location.